Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the reservoir had leak. The blood glucose was 14 mmol/l at the time of the incident. It was also reported that, the there was crack around the reservoir compartment and plastic is coming away and crack from the corner of the screen to the res compartment. The device will not be returned for analysis.